Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient was admitted to the hospital for improper wound healing. The patient has a history of poor wound healing and therefore the device was explanted. The patient was discharged and is currently receiving IV antibiotics. There were no reports of further complications.